Event description:
It was reported that during a thyroid procedure, the device tissue pad burnt but was intact. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.